Event description:
The customer reported that he could not insert this 23 gauge probe when he used a non-alcon trocar and cannula during surgery. The problem was solved after replacing the probe with another one (from the same lot number). The customer stated there was no patient injury.

Manufacturer narrative:
The probe will be sent for in house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.